Event description:
The customer's mother stated that she took off the pod because it was her daughter's blood glucose was reading "high" (>500 mg/dl).when she took off the pod she noticed that the cannula had come out of the skin. She also stated that her daughter is active.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery". "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "if your reading is above 500 mg/dl", the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." No product qualification record review was performed because no product lot number was reported.